Event description:
It was reported that, "the surgeon severed the systic duct with the jaws of the clip applier because a clip did not load correctly. There was no pt injury. The procedure was not altered. The surgery time was not extended."

Manufacturer narrative:
The distributor returned 2 devices of different lot codes. They do not know which device was actually involved in the reported incident, hence the lot code was reported as unk on this report. Both devices are being decontaminated and will be evaluated by the quality engineer. When his investigation is completed, I will file a supplemental report.